Event description:
#Medwatcher #(B)(4). Migration of left coil. Hair breakage, shaggy ends, dry, itchy, flaky scalp. Hair dry and oily in different places at the same time. Daily periodic vertigo. Tired all the time. Periodic sharp pain in abdomen. Periodic sharp pain in back. Constant stiffness and aches in back muscles and joints. Periodic weird skin breakouts on face. Vision worsening. Short term memory loss. Periodic daily bloating and cramping. (B)(6)2016- swollen glands followed by breakout of rash/hives on chest and neck that lasted a few weeks. Daily random periodic nausea. (Started (B)(6) 2015). Weight gain. (Gradual since implant). Anxiety. Started (B)(6) 2017). Foggy brain/focus/concentration. Dyslexic speech/hard time finding words. (Gradual since implant). Plantar faciatis. ((B)(6) 2017). Constant feeling of bladder infection since (B)(6) 2016. Periodic breast soreness and tenderness. Itchy skin ((B)(6) 2017). Moderate to severe low back pain, sacral iliac, sciatic pain, hip pain, leg numbness and ache. Hips and legs very tender to palpation. (Started noticing (B)(6) 2017 and continually getting worse. Knee joint pain/weakness. Muscles very fatigued with small amount of exercise. Even walking up stairs in my house my leg muscles burn. (Started noticing (B)(6) 2017). Psoriasis on back of neck. Very itchy and burns. Started first week in (B)(6) 2017 and continually getting worse.